Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin (25,000 units in 250ml) to a patient that had been admitted for atrial fibrillation with rapid ventricular response. The heparin was intended to infuse at a rate of 4ml/hour with a volume to be infused of 250ml. However, the heparin was found to have infused 250ml within 1 hour and 36 minutes. The customer indicated "minimal temporary harm". There was no medical intervention. The patient partial thromboplastin time was greater than 200 second for 3 hours before trending back down. The customer indicated "no detectable change in condition".

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available: additional information: device eval by manufacturer?, remedial action required, remedial action #, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of heparin was not confirmed during testing or during a review of the device logs. The returned device was fully evaluated, and no anomalies were observed during the physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device found to be delivering less fluid than required by the bd alaris product requirements, however, no signs of unregulated flow were observed. After a rate calibration, a second timed rate accuracy test showed the device delivering fluid within specification, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring test results showed that the device does not present an improper seal between the door and occluding fingers. A review of the suspect pump module error log showed no errors relevant to the reported complaint. A review of the device event log showed that on (B)(6) 2025, at 1:00 am a remote intravenous (IV) was received the following parameters: rate=4 ml/h; volume to be infused (vtbi)=250 ml; drug amount=25000 units; diluent volume=250 ml; dose= 400 units; drugid=493. Primary volume infused (pvi) at the start of the infusion was recorded as 1452.55 ml at 2:38 am the suspect pump module alarmed patient side occlusion. At 2:41 am the device was channeled off by the user. Pvi=1459.08. The total pvi was calculated by dchu as pvi at the end of the infusion ¿ pvi at the start of the infusion=1459.08 ml-1452.55 ml=6.53 ml. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6), wo: (B)(4). Device opened for investigation, please replace pumping mechanism. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported free flow event during a heparin infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing. The device would correctly engage the safety clamp and no fault was found. Note that this report lists imdrf annex a1801, a040502, a040506, g02017, g04037, g04070, c0601, c23, c070606, d0302, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin (25,000units in 250ml) to a patient that had been admitted for atrial fibrillation with rapid ventricular response. The heparin was intended to infuse at a rate of 4ml/hour with a volume to be infused of 250ml. However, the heparin was found to have infused 250ml within 1 hour and 36 minutes. The customer indicated "minimal temporary harm". There was no medical intervention. The patient partial thromboplastin time was greater than 200 second for 3 hours before trending back down. The customer indicated "no detectable change in condition".